Event description:
A medtronic ent representative reported that, while preparing for an ent case, the fusion monitor was displaying the ndi splash screen. He verified that the fan was running on the computer. Patient was not present.

Manufacturer narrative:
Patient information not provided as the issue was identified prior to the start of surgery. No patient present. Ment rep checked cable connections and the system reverted to the correct display. Surgeon continued with navigation.